Event description:
It was reported that the symptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited high threshold. The device was reprogrammed. The patient was stable after the event.

Manufacturer narrative:
(B)(4).